Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The right ventricular lead exhibited high thresholds and low sensing. No intervention was reported.